Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient programmer (pp) was unable to power up, which started yesterday, (B)(6) 2016. There was no out of box failure reported. The patient was also not feeling stimulation as strongly and had a "rough day" yesterday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.